Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained from a competitor brand meter, and it is unknown whether the customer noted a trend arrow on the device. The customer self-treated with insulin, which resulted in dizziness and confusion. As a result, the customer was unable to continue self-treatment and required administration of baqsimi nasal spray by a non-healthcare professional to raise blood glucose levels. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 230 mg/dl was compared to an competitor brand meter result of 90 mg/dl. The length of sensor wear was 1 day. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.